Event description:
Healthcare professional reported a patient was treated with juvederm voluma xc in the zygoma. About a week later, patient reached out to the healthcare professional noting little blisters on the nose and skin "sloughing off, but no dark discoloration of the skin. Healthcare professional mixed hylase with 10ml of saline and lidocaine and flushed the area where the blisters were present and skin was sloughing off. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Previous emdr submission noted blister and peeling as a serious injury. Abbvie medical safety determined that the event is not considered a serious injury.

Event description:
Previous medwatch submission noted blister and peeling. Upon further information, the event of rash is deemed not a serious injury and not device related.